Manufacturer narrative:
No patient injury reported. No medical intervention required. The machine was inspected by a gambro technician. He found a defective d2 flowmeter and a d2 failure alarm. He also found debris in d2 flowmeter causing gears to be stuck. P2 pump was excessively noisy. He replaced d1 and d2 flowmeters and the p2 pump. He calibrated and tested d1/d2 flowmeters and p2 pump. Verified pi/po and ran a complete a t1 test that passed without problems. Total number of events being summarized are 2262.

Event description:
The customer reported intermittent flow balance error alarm.